Event description:
It was reported that during a ptca procedure, the shaft of the catheter kinked during advancement into the touhy and subsequently broke. Another wire and balloon were advanced and the lesion was successfully dilated. The entire system was removed without incident. No pt injuries or complications occurred.